Event description:
The associated atrial lead was implanted on (B)(6) 2006. Reportedly, an episode showing mv oversensing on the atrial channel was recorded in device memories.

Manufacturer narrative:
Minute ventilation (mv) signal oversensing (8 hz atrial noise signals) was observed on the atrial channel in atrial burst episodes recorded in the device memory. This issue is triggered by the detection of the 8 hz minute ventilation sensor current pulses. This form of noise / oversensing is likely attributed to an atrial lead issue manifesting itself in the form of 1. A high impedance (atrial lead integrity issue or atrial lead connection issue) and/or 2. A high polarization at the tip of the atrial lead. Based on available information, no anomaly is suspected with the pacemaker. Recommendations: to prevent the mv oversensing in the atrial channel the atrial sensitivity value could be set to 1,2 mv reprogramming remains physician¿s responsibility.